Manufacturer narrative:
.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of received one powered handle and adapter opened by the account. Visual inspection of the handle noted no abnormalities. During functional evaluation, a pmv test adapter and reload were both recognized by the subject handle. The pmv test reload was successfully fired over test media. Visual inspection of the adapter noted no abnormalities. During functional evaluation, the subject adapter recognized the pmv test reload. The file was concluded to be tested satisfactorily as the device was found to meet all visual and functional test specifications. The file will be closed as tested satisfactorily (as the device was found to meet all visual and functional test specifications) for the reported condition of partial firing. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a sigmoidectomy, the surgeon fired the device with the first reload without articulation to colon, but the firing stopped at 2cm point from the root of the jaws. The jaws were opened without problem and the handle was loaded with another reload and fired successfully to the proximal side of the previous stale line. After that, they loaded the idrive with another reload for rectum resection and fired, and then loaded with another reload for colon, but the speed of the firings was very slow and the firing sound was feeble, though the firings were completed. The first reload will be returned for investigation. Another two reloads were discarded by the customer. Reinforcement material was not used at all. The procedure was completed with another device. The surgical time was not extended. The patient gender is not available. The patient age is not available. The patient weight is not available. The reloads were not reprocessed/re-sterilized prior to use.